Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced diabetic ketoacidosis but no further symptoms were reported. No specific cgm nor blood glucose readings were reported, but the cgm reading would have been low. The patient was admitted to the hospital, but no further information regarding treatment or duration of stay was available. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and the reporter declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 05/15/2026, it was reported that the patient experienced diabetic ketoacidosis but no further symptoms were reported. No specific cgm nor blood glucose readings were reported, but the cgm reading would have been low. The patient was admitted to the hospital, but no further information regarding treatment or duration of stay was available. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and the reporter declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).